Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
During service baxter technician, the device failed accuracy test with under delivery. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.